Manufacturer narrative:
Concomitant products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2010, product type: pump. Product ID: 8731, lot# b003013n45, implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Information was reported regarding a patient receiving an unknown drug via an implanted infusion pump. The indication for use is non-malignant back pain and failed back surgery syndrome. On (B)(6) 2015 it was reported that the patient was having a spine surgery, unrelated to the drug infusion system, and the surgeon needed to cut the catheter. It was reported that the surgeon lost the intrathecal catheter because it pulled back in and it could not be pulled out. No patient symptoms were reported. Further follow up was done for the contact information of the physician, the cause of the inability to pull out the catheter and if any actions/intervention were done to resolve the inability to pull out the catheter.